Event description:
It was reported that during a da vinci s total benign hysterectomy procedure, the surgical staff alleged that a cable snapped on a mega needle driver instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no pt harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.